Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported, x-ray imaging confirmed migration of both of the patient's leads. As a result, surgical intervention may be undertaken to address the issue.

Event description:
Additional information received indicates surgical intervention took place on (B)(6) 2025, wherein the migrated leads were explanted and replaced with a paddle lead to address the issue.

Manufacturer narrative:
Updated a4 - patient weight

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.